Event description:
Procedure: lap gastric bypass. Reportedly, when they removed the instrument after firing, the very inside row of the staples did not form. They refired and cut that staple line out with a different reload. No further pt injury reported.